Manufacturer narrative:
A hardware check was performed and was outside of specifications. No additional information could be provided by the customer. The investigation determined the issue is consistent with a hardware issue. The cause of the event could not be determined.

Manufacturer narrative:
The albumin reagent lot number was 912302. The expiration date was requested, but not provided. The calcium and creatinine reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for four patient samples tested on a cobas 8000 c702 module. Results from the following assays were affected: albumin bcp, calcium gen.2, and creatinine jaffe gen.2. The first sample initially resulted in an albumin value of 354.7 g/l and it repeated on a second analyzer as 17.5 g/l. The second sample initially resulted in a calcium value of < 0.20 mmol/l and it repeated as 2.72 mmol/l. The sample was repeated on a second analyzer, resulting in a value of 2.46 mmol/l. The third sample initially resulted in a creatinine value of 55 umol/l and it repeated as 109 umol/l. The fourth sample initially resulted in an albumin value of 40.50 g/l and it repeated as 26.70 g/l.